Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: complaint summary: lingard cssd phoned me regarding not being able to clean the fenestrated instruments used for cementing. More specifically, the open alignment sleeve x 6, and open alignment devices: (B)(4). The instrument(s) was not returned, and instead the investigation will be done based on the supplied image(s) from the attachments (4 image(s), 1 sheet and 3 photos from the attachment(s). The image(s) was reviewed and the complaint condition could be confirmed as the photos show a white substance on the devices. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective, and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, six (6) open alignment sleeves and four (4) open alignment devices were unable to be decontaminated due to blockages. There was no patient consequence. There is no further information available. Concomitant device reported: fen mini cleaning stylet (part# 279726511, lot# unknown, quantity 1); anti-torque wrench self retaining (part# 286745155, lot# unknown, quantity 2); fen cannula plunger (part# 279726402, lot# unknown, quantity 1); fen cleaning stylet (part# 279726403, lot# unknown, quantity 1). This report is for one (1) open alignment sleeve. This is report 6 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The instrument(s) was not returned and instead the investigation will be done based on the supplied image the image(s) was reviewed and the complaint condition could be confirmed as the photos show a white substance on the devices. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: a review of the receiving inspection (ri) for fen open alignment device was conducted identifying that lot number gm4841601 was released in a single batch. Batch1: lot qty of units were released on 06 oct 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch: null. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: corrected codes